Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced. The physician noted noisy signals and could not determine if the lead or this device were the cause so chose to replace this device. No additional adverse patient effects were reported.